Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was placed via the axillary graft site to support the 58 year old male patient who had been admitted in for cardiac valve surgery. The pump was placed electively to support the patient, who had presented in scai stage c shock and prior to the 5.5 being placed was on support with a vent for respiratory support and inotropes and vasopressors. On the second day of the support there was bleeding treated with infusion of 1 unit of blood. The anticoagulation necessary for the pump placement and support can contribute to bleeding. Another contributing factor to bleeding was the aortic valve replacement. The pump remained on for a support of 6 days when the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage c and being post-operative.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated. The investigation is ongoing.

Event description:
Additional information has been provided upon request: "the bleeding was a post aortic valve replacement (avr) patient. No known bleeding other than typical surgical. The impella was discarded."